Event description:
It was reported that the patient experienced high impedances on the lead and therefore underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned lead was analyzed and revealed that the lead was cleanly cut into two pieces near the distal end of the lead. Electrical testing could not be performed due to the cut lead body. This clean cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portions of the lead. A product labeling review identified that the device was used per the instructions for use, IFU product label. Labeling states that system failure, which can occur at any time due to random failure of the components or the battery. These events, which may include battery leakage, device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Additionally, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and, or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.